Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that while the surgeon was screwing the glenosphere of the perform reversed to the baseplate, the screwdriver tip of the ratcheting screwdriver broke. It happened after the glenosphere was fully seated and secured with the screw into the baseplate. The surgeon was able to remove the tip from the glenosphere.